Event description:
First of all we want to reiterate that no patient or user was injured with this problem. Before normal operation, preparing the unit for use, the unit suddenly stopped working and showed the warning message "super cap post" on the screen. We currently have a total of 52 units presenting the same problem, which were identified by a proactive revision we did of our inventory of pumps after the first four units were reported with the same problem. The units we have in inventory have approximately 3 years of use. We identified a problem with a capacitor on the main electronics board of the pump that is probably causing this problem. After talking with the manufacturer about this issue, they mentioned about the possibility of this capacitor causing the problem and started assisting us in solving this issue. So far, they are sending us new main boards to replace the ones with problems. Out of the 52 damaged units, we have replaced 20 main boards so far, reloaded the firmware, reloaded the software, the medication library and calibrated the unit. They are back in service and we are monitoring for proper operation. So far we have not gotten the warning message anymore. We will continue to monitor. Manufacturer response for infusion pump, smiths medical medfusion 4000 (per site reporter): they are currently assisting us in the repair process of the units by sending us new main boards to replace.